Event description:
A consumer implanted for chronic low back pain and spinal pain reported they didn't think their device was working right because when they stood up for a long time they were in terrible pain. According to the consumer it wasn't working right before so they met with the manufacturer's representative (rep) on (B)(6) 2016 in the healthcare provider's office where they "tweaked" it which lasted for a few days, but now it wasn't working right again. An appointment was scheduled for (B)(6) 2016, so the consumer wanted the rep to be there.

Event description:
Additional information was received from the patient. The patient reported that the ins wasn¿t effective for her pain upon implant. The patient noted that 3 months ago she received a call from the manufacturer and when she reviewed there was a problem with the device, the person didn¿t continue communication. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Patient code (B)(4) pertains to the ins ((B)(4)). Device codes (B)(4) pertains to the ins ((B)(4)). Device code (B)(4) pertains to the lead ((B)(4)). Evaluation conclusion code pertains to the lead ((B)(4)). All previously reported codes are still applicable.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that she was reprogrammed by a manufacturer¿s representative (rep) at some point and since the stimulation had been ¿about to drive her over the edge.¿ the patient reported that it ¿pulsed all the time like a motor of some kind.¿ the patient reported that she¿d never had constant back pain, but only when she stood for a long time, so she didn¿t need the stimulation at a high level all the time. The patient reported that since then she had stimulation running down her leg instead of the target area of her back. The patient reported that it felt to her that her lead wire had moved from where it was before, as it seemed to be in a different place. The patient reported that her husband didn¿t think it had moved however. The patient reported that she had an appointment with a rep on (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient.the patient reported that the current rep is really trying to get the device working like it should. The rep had it working really well until the patient fell. The patient stated that stimulation running down the patients leg has been resolved in some degree. No further patient symptoms or complications were reported in this event.

Event description:
Additional information received from the consumer reported the stimulator hadn't worked previously and wasn¿t working for them now, and they wanted the manufacturer¿s representative (rep) to help fix it. It was further reported that two to three weeks prior to (B)(6) 2016 the stimulator pulsed all of the time, but it was an odd pulsation. The best way the consumer could describe it was ¿when your foot or hand goes to sleep then it started to wake up, that sort of pulsation.¿ the consumer later reported they didn¿t know what caused the device to not work right after reprogramming, and they received no response in helping fix it. At the current time the issue wasn¿t resolved, and the consumer was looking to meet with a rep. Regarding the issue since as of ¿(B)(6) 2016 it was the first time they found out how the system worked.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.